Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument malfunctioned. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there are no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument is available for return under (B)(4).

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.